Manufacturer narrative:
The returned product was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. No product defect or deficiency that would have contributed to the reported event was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 54 the omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
The patient reported that the pod started to alarmed after wearing the pod between 1 and 4 hour on the abdomen. Upon inspection it was noticed the needle never deployed the cannula into the skin. He went to the hospital as a prevention to make sure everything was good. They observed him and gave him a manual injection of insulin.